Event description:
Consultant reported that surgeon complained that the 4.5mm broad lc-dcp plate broke at a non-union of a distal femur fracture which was explanted. (4.5mm cortical screws were also used concomitantly.